Event description:
It was reported that the patient experienced st segment elevation. During a procedure to treat atrial fibrillation, st segment elevation was observed three minutes after transeptal puncture. St segment elevation occurred just before cardioversion with the non-boston scientific mapping catheter in the left atrium. Lead 2 identified the st segment elevation, and there was no printout available for the pre or post EKG. Proper aspiration and flushing were performed and the st segment elevation resolved within five minutes. The procedure was completed and there were no further patient complications. The sheath is not expected to return as it was disposed, therefore the lot number is not available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.